Event description:
It was reported that the vessel ruptured during the use of the jetstream. A 2.4mm jetstream xc atherectomy catheter and 014 thruway guidewire were selected for this transluminal angioplasty procedure of the superficial femoral artery. During the use of the jetstream catheter, the vessel ruptured when the physician set the blades to open. A coated stent was required to cover the injury. The procedure was completed successfully without sequelae.